Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a5: patient information not provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided, but the best estimate date is during (B)(6) 2024. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter telephone number: (B)(6) . Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a non preloaded intraocular lens was broken during manual loading. Lens can not be fixed to the eye. Through follow up it was learnt that the lens had patient contact. It was partially inserted and removed as it could not be fixed to eye. The procedure was completed using same model 13.5 diopter backup lens. Pos-procedure patients outcome was uneventful. No further information is available.